Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected battery out limit alarm noted during testing. The insulin pump was programmed with multiple boluses and monitored; all boluses delivered properly and were listed in the bolus history screen. The insulin pump was programmed with multiple basal profiles and monitored; all basal profiles delivered their indicated amounts and were verified in the daily total screen. No bolus anomaly or basal anomaly noted during our testing. The insulin pump communicated properly with the glucose sensor simulator and the minilink transmitter. The threshold suspend low suspend alarm functions properly during our testing. The drive support disk was inspected and no anomaly was noted. The insulin pump had cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had been hospitalized for low blood glucose levels. It was reported that the spouse believed the customer's pump may not have been delivering correctly. The customer's blood glucose level at the time of incident was unknown. The customer's most current level was 265mg/ld. The customer's levels had been as low as 25mg/dl. The customer was treated for the lows at the hospital. It was reported that the customer had received battery out limit and los suspend alarms. Troubleshoot was reported to be conducted. It was reported that the pump would be replaced and returned for analysis.